Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with flap micro-striae in left eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred visual acuity and that with left eye everything is out of focus and distorted. Patient reported symptoms are interfering with daily activities as it was uncomfortable to drive to the appointment that day. Surgeon reported that patient's visual acuity should be 20/20 as expected once the flap smooth is done. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.75 x -.25 x 160; left eye pre-op 20/20 -4.25 x -.25 x 123. Bcva from (B)(6) 2017: right eye pre-op 20/25; left eye pre-op 20/50.